Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) performed an onsite inspection and confirmed system unable to boot up. Upon troubleshooting, fse confirmed the issue and there was intermittent on/off issue with the service review module. Fse replaced the service review module and returned defective part for evaluation. The cause of the service review module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the service review module by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the review module was unable to turn the system on or off, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.